Event description:
When the physician flushed saline from the flushing port of a smart control leakage was confirmed. Therefore the device was exchanged for another smart control (different size). The procedure was finished successfully. There was no reported patient injury. Preliminary evaluation of the device indicates that the catheter is detached at 3.5 cm from strain. The product stored, handled, inspected and prepped according to the instructions for use. When removed from the tray, the stent was still constrained within the outer member/sheath. A stopcock was connected to the y-connector of the tuohy borst valve.

Manufacturer narrative:
(B)(4). While flushing an 8 x 40mm smart control flushing valve, the port was noted to be leaking. The device was exchanged and the procedure successfully completed with no reported patient injury. When the device was returned for analysis, the shaft of the stent delivery system (sds) was separated near the strain relief. The site reported that the product had been stored, handled, inspected and prepped according to the instructions for use (IFU). When the device was removed from the tray, the stent was noted to be still constrained within the outer member/sheath. The site further reported that a stopcock was connected to the y-connector of the tuohy-borst valve. When flushing the flushing valve of the device, the port was noted to be leaking. The device was exchanged and the procedure successfully completed with no reported patient injury. Attempts to obtain further information about the nature of the shaft separation have been unsuccessful. One non-sterile smart control, iliac 8x40 was received coiled inside a plastic bag. Unit was not deployed. Locking pin was in place. Outer body separated at 3.5cm from ID band. No other discrepancies were found. Sds was flushed according to procedure and a leakage was observed at slider. The unit was sent to sem analysis in order to analyze the potential cause of the separation; the results showed that the separated sections of the outer member and inner member presented elongations. The elongations observed presented evidence of a plastic deformation as a product of an application of a tension force that induced the separation. Also the braid wire presented evidence of reverse bending and ductile dimples. Reverse bending or fatigue failures could be related to these surface characteristics, these types of failures occur due to a tensile overload. Also ductile dimples can suggests pulling / stretching events. No other anomalies found during sem analysis. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. According to the product IFU, users are instructed to carefully inspect the packaging and device for any damage and to not use the device if they suspect that the sterility and/or device performance has been compromised. They are instructed to flush the flushing valve of the sds with heparinized saline using a 3cc syringe until saline weeps from the distal end of the catheter to expel air from the lumen. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. The "inner shaft- separated - (peripheral)" event was confirmed and revealed findings that were consistent with stretching and pulling. Neither the DHR review nor the analysis suggests that the failure is manufacturing related. Therefore no actions were taken. The reported "flushing valve (smart control only) - leakage" reported by the customer was confirmed. The cause of the failure was related to the supplier manufacturing process. A risk assessment has been initiated to address this issue.

Manufacturer narrative:
(B)(6). Analysis of this device is pending and will be submitted within 30 days upon receipt.